Event description:
It was reported that reporter stated that the balloon in a foley catheter did not deflate and required to visit to the emergency room and a urologist to have it removed. Also stated that they used foley catheters daily at home and when they were unable to remove the catheter, they went to the emergency department on (B)(6) 2024. The emergency room was unable to deflate the balloon or remove the catheter and referred them to t urologist. The urologist was able to remove the catheter on (B)(6) 2024 and notified the patient to avoid this specific lot number. Reporter stated that 49 catheters from their home supply have mismatching lot numbers on the packing and they are unable to identify which catheters have the defective lot number. It was noted that the given lot# was ngjv0660.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that reporter stated that the balloon in a foley catheter did not deflate and required to visit to the emergency room and a urologist to have it removed. Also stated that they used foley catheters daily at home and when they were unable to remove the catheter, they went to the emergency department on (B)(6) 2024. The emergency room was unable to deflate the balloon or remove the catheter and referred them to t urologist. The urologist was able to remove the catheter on (B)(6) 2024 and notified the patient to avoid this specific lot number. Reporter stated that 49 catheters from their home supply have mismatching lot numbers on the packing and they are unable to identify which catheters have the defective lot number. It was noted that the given lot# was ngjv0660. Per follow up via phone on (B)(6)2025, it was reported that the lot # on the foley was ngvv0660 and the lot# on the package was ngjv1075. The customer stated that he receives the supplies from adapt health. Adapt health replaced the defective foley but those was misbranded also. The lot numbers on the package did not match the lot number on the foley. Customer had a total of 49 foley with mix matched lot numbers and he was advised by his insurance (bcbs anthem) to discontinue use of the misbranded foleys. The customer also wants to be reimbursed for the trips to the ER, gas, food, hotels, trip(s) to the (B)(6) in (B)(6)